Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: a review of videos provided by the customer did not identify any product failures or unexpected system behaviors that could have contributed to the reported event. After the bleeding was controlled, the procedure continued as expected. Bleeding is expected during a prostatectomy procedure due to the nature of the procedure and the anatomy involved.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted retzius sparing prostatectomy procedure, bleeding occurred while the surgeon was dissecting, following the unexpected identification of an arteriovenous malformation (avm) within the pedicles. The estimated blood loss was approximately 1200 ml, and the patient was transfused with two units of blood. Hemostasis was achieved using hem-o-lok clips and bipolar energy to ligate the artery. The bleeding was attributed to the avm, and the surgeon does not believe any issues with the surgical system contributed to the event. The procedure was completed robotically, and the prostate was fully removed. An angiogram was performed postoperatively to further evaluate the avm. Following the angiogram, the patient developed a neurological complication, necessitating a craniotomy. The patient is alive and remains intubated and is currently in the intensive care unit (ICU). At this time, the following information remains unknown: the results of the angiogram, the specific neurological deficits exhibited, and the outcome of the craniotomy.